Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was also explanted during the lead revision procedure.

Event description:
Boston scientific received information that this patients left ventricular (lv) lead and device exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms as well as loss of capture (loc) and increased thresholds. Boston scientific technical services (ts) was consulted and suggested bringing the patient in to check impedances. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.